Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2005 was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital (B)(6). United states (B)(6). (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during cystocele repair with non-bsc mesh and sub-urethral sling placement procedures on (B)(6) 2005 for the treatment of stress urinary incontinence and cystocele. There were no reported complications throughout the procedure, and the patient left the operating room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.